Event description:
It was reported the patient was getting a message on her programmer stating ipg battery low see physician. An sjm representative met with the patient and cleared the message; however, it returned within 24 hours later. The patient's ipg was replaced with a new one which resolved the issue.

Manufacturer narrative:
Results: the complaint was confirmed. The observation in the field of low battery and inability to increase the stimulation output was confirmed. The degraded capacitor c41 was leaking excess current which resulted in the device battery depleting. As the device battery depleted below the low battery threshold of 3.25v the low battery message would have been displayed on the patient programmer. The excess current draw would have continued to deplete the ipg and it would lose the ability to support the stimulation output. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.